Event description:
Information was received from a patient (pt) regarding increased charge duration.  The pt stated that it is taking hours to charge the implant. Caller stated if they move slightly it will loose connection and even if it is showing recharging excellent it takes forever to increase. Caller stated for example today they started with the controller at 100% and the implant was red/low and they have been attempting to charge the implant for hours.and now finally the implant charged to 60 percent but now the controller is red/low. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; controller is red/low and implant is 60 percent. Caller confirmed no physical damage on recharger cord/pins.  Caller then connected recharger and confirmed charging excellent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Caller was nervous that the implant would still take a long time to charge up even though it shows excellent. Agent offered to call patient back once they have charged the controller to 100 percent and once they have tried another charge session now that the device was reset. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported. Additional information was received from the patient. They reported that after they had charged the controller and implant, caller stated everything was charging quickly and normally. Equipment is working as designed. Additional information was received from the pt. Pt called and stated that they cannot get the implanted neurostimulator (ins) to charge. Pt has tried to reset the controller but that has not resolved the issue. Pt tried to charge with patient services (ps) on the phone and could not maintain telemetry. Pt is seeing the orange light flashing and reposition antenna message. Pt stated that about 5 days ago they noticed the ins was "sticking out" pt stated that later it seemed to go back down. Pt asked if the ins could move in the pocket. Ps suggested that pt have the ins checked if the new recharger (rtm) cord does not resolve the issue. A replacement rtm was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 97745fa, serial#: (B)(4), product type: programmer patient; product ID: 97755, serial#: (B)(4), product type: recharger. Date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.